Event description:
It was reported that during routine generator exchange that set screw fir the left ventricular port in the implantable cardioverter defibrillator (ICD) was unable to be used. The physician elected to explant and replace the ICD. The patient was in stable condition.

Manufacturer narrative:
The reported field event of a loose set screw was confirmed. In-lab assessment and testing showed the lv set screw was stripped and contained septum material in the hex cavity. The material in the hex cavity prevented full insertion of the torque driver and was the cause of the field event. No other anomalies were seen.